Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 04:34:42. During night drain cycle three, the patient's ultrafiltration reading was 2426ml, indicating the home patient (hp) drained 2066ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice was returned and received an internal/external inspection and functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The event was confirmed through the review of the event history log. The cause of the issue was determined to be an insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.